Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735772, work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the interconnect cable was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. A05: applicable to the damaged interconnect cable. A07: applicable to the exposed wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a damaged interconnect cable. The cable was still functional but had a large hole with exposing wires. There was no patient involved.

Manufacturer narrative:
H3: analysis was performed for product: 9735772, lot number: 200119. It was reported that pin #7 in one of the two connectors was bent over shorting to the #6 pin. There were no cuts in the cable jacket exposing internal wires. Otherwise, a continuity check only revealed the above short with no other opens or shorts. Already reported codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.